Event description:
On (B)(6) 2026 the patient reported skin irritation from wearing the epatch with the electrode - patch - universal 2 channel configuration. The irritation was not reported because the patient refused to provide specific details.the patient did seek medical treatment for the skin irritation and sought the use of prescribed medication to treat the skin irritation.the patient declined to provide the specific name of the prescribed medication used to treat the skin irritation. Despite the irritation, the patient did not request a break in service or discontinuation of monitoring.the patient did not confirm the following of the recommended skin preparation steps.the patient reported refused to confirm a history of skin sensitivity/allergies.

Manufacturer narrative:
On (B)(6) 2026 the patient reported skin irritation from wearing the epatch with the electrode - patch - universal 2 channel configuration. The irritation was not reported because the patient refused to provide specific details. The patient did seek medical treatment for the skin irritation and sought the use of prescribed medication to treat the skin irritation.the patient declined to provide the specific name of the prescribed medication used to treat the skin irritation. Despite the irritation, the patient did not request a break in service or discontinuation of monitoring. The patient did not confirm the following of the recommended skin preparation steps.the patient reported refused to confirm a history of skin sensitivity/allergies. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.